Event description:
Third degree burns/felt the pain/ felt excruciating pain; hematoma-like lesions [burns third degree]. The initial case was missing the following minimum criteria: unspecified event. Upon receipt of follow-up information on (B)(6) 2018, this case now contains all required information to be considered valid. This is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported that a male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. On (B)(6) 2018, the patient reported that for a recent illness, he wore thermacare for 4 days in a row and caused him serious physical injuries. On (B)(6) 2018, the patient further reported that since he removed the wrap on an unspecified date, in addition to third-degree burns he has, he was also reporting haematoma-like lesions to and even on today (B)(6) 2018) he felt the pain. On (B)(6) 2018, the patient further reported that he was losing days of work and felt excruciating pain. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Based on the information provided, the event of 'third degree burns' as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Based on the information provided, the event of 'third degree burns' as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw8 products. The return sample information was not available. The complaint was not confirmed. There was no product quality impact or stability impact.

Event description:
Event verbatim [preferred term] third degree burns/ felt the pain/ felt excruciating pain; hematoma-like lesions [burns third degree]. Case narrative:the initial case was missing the following minimum criteria: unspecified event. Upon receipt of follow-up information on (B)(6) 2018, this case now contains all required information to be considered valid. This is a spontaneous report from a pfizer-sponsored program (www.pfizer.it). A contactable consumer reported that a male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) (device lot number unknown) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2018, the patient reported that for a recent illness, he wore thermacare heatwraps for 4 days in a row and it caused him serious physical injuries. On (B)(6) 2018, the patient further reported that since he removed the wrap on an unspecified date, in addition to third-degree burns he had, he was also reporting haematoma-like lesions to and even on today ((B)(6) 2018) he felt the pain. On (B)(6) 2018, the patient further reported that he was losing days of work and felt excruciating pain. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group received on 11mar2019: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw8 products. The complaint was not confirmed. There was no product quality impact or stability impact. Follow-up (30jan2019 ): follow-up attempts completed. No further information expected. Follow-up (11mar2019): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected., comment: based on the information provided, the event of 'third degree burns' as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a trend identified for the subclass of adverse event for nsw8 products. No remedial action/corrective action/field safety corrective action is suggested at this time.